Event description:
Provider states all sieve beds were "blown" and deposited dust into cabinet and 4 way valves. Provider states all pilot valves replaced due to shutdown after one red and two greens on pc board. No additional information provided.